Event description:
The customer received blood glucose readings of 348 mg/dl and 485 mg/dl on the contour meter, reading with hospital system was 88 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips are expected to be returned for evaluation. Replacement meter and test strips were sent to the customer.